Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the pendant had an error stating initializing collimator. The image acquisition system (ias) was rebooted and the issue was resolved. The surgery was completed and there was no impact on patient outcome.